Manufacturer narrative:
This report was initially submitted following notification from a customer in the united kingdom regarding an inaccurate phenotype for escherichia coli while testing a patient strain using the vitek® 2 ast-n351 test kit (reference # 421257, lot # 7911361403). A biomérieux internal investigation has been completed with the following results: the lab reports were reviewed internally and the advanced expert system¿ (aes) proposal of the esbl phenotype was consistent with mics provided. The hl cephalosporinase (ampc) phenotype was not proposed because piperacillin/tazobactam tested one dilution too low. Unfortunately, the customer did not save the strain. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. The vitek® 2 ast-n351 cards, lot 7911361403, met final qc release criteria. This lot passed qc performance testing. A complaint history review was completed for this issue during the last 13 month timeframe with no trend was identified. See section h10.

Event description:
A customer in the (B)(6) notified biomérieux of obtaining an inaccurate phenotype for escherichia coli while testing a patient strain using the vitek® 2 ast-n351 test kit (reference # 421257, lot # 7911361403). Vitek 2 results: advanced expert system¿ (aes) proposed: esbl phenotype. Expected result: ampc phenotype. Alternate method: mast discs: ampc phenotype. The customer has confirmed that there was no patient impact or harm due to the discrepant result. A biomérieux internal investigation will be initiated.